Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver 5fu 3400 mg and the delivery was started. No specific programming parameters were provided. The duration of the delivery was reported to be 46 hours. After an unspecified length of time approximately 30 minutes before the expected end of the delivery, the homecare nurse reported the pump alarmed end of infusion. At that time, the container was reported to have approximately 7 hours of medication remaining. The expected volume to be remaining was unspecified. The device was removed from clinical service. The physician was notified. Therapy was not completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.